Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that during the implant procedure, the guidewire was unable to be inserted into the left ventricular (lv) lead. The lv lead was explanted and replaced to resolve the event. The patient was stable and there were no adverse consequences.